Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced power switching from the batteries followed by a critical battery alarm from the controller. There was no reported patient injury related to this event. The controller and batteries were taken out of use and new equipment was issued to the patient. The controller and batteries were returned to the manufacturer and evaluated. The controller and batteries passed visual and functional testing and system testing did not indicate any abnormal operation of the controller or batteries although review of the log file confirmed the reported critical battery alarm event. The most probable root cause of the reported "power switching" is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins in addition to faulty cell within the battery pack. Heartware has an open internal investigation to evaluate these types of issues. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is four of four reports 3007042319-2016-00145, 3007042319-2016-00146, 3007042319-2016-00147 and 3007042319-2016-00148 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that the patient changed from the controller ac adapter to the battery. Port 1 was active and port 2 was backup. While the patient was changing clothes, the active port changed from port 1 to port 2. The patient disconnected the battery from port 2, so port 1 was active again. At 12:40 there was a critical battery alarm from battery 1 and the patient panicked thinking there was a pump stop and changed the controller unit. There was no reported patient injury as a result of this event.